Manufacturer narrative:
On (B)(6) 2011 a customer technical support instructed the technician to cut and refit tubing, prime clearing reagent, and perform startup. Unit operational. Root cause for the leak is the pinhole in tubing.

Event description:
A customer contacted beckman coulter inc. (Bci) to report retic clear reagent sprayed in the operator's face, after moving the lh 750 instrument. The event occurred while the customer was troubleshooting a high hgb and retic background with bci telephone assistance. The operator cut and refitted tubing that was found off at y fitting above retic clear pump. The tubing had a pinhole in it and when she primed the pump, the reagent came in contact with the operator's skin on face (not in eyes) and possibly on her lip. The operator was wearing personal protective equipment ppe (lab coat, gloves and glasses). The operator reported flushing skin with water and that she is fine. No one sought medical attention. No death, injury or change to patient treatment attributed or associated to this complaint.